Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ICD detected the af with rapid ventricular response as ventricular fibrillation (vf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. Additionally, it was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post shock. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.